Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s relative reported via phone call that customer experienced high blood glucose level of in to the 400 mg/dl. Customer's blood glucose value was 332 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump passed the self test and displacement test. The product was not returned for analysis.